Event description:
It was reported that, during a sacrospinous fixation procedure using a capio slim device, the cage failed to catch the dart. The physician attempted to try three more times using different units; however, the cage still failed to catch the dart. The physician had abandoned the surgery with no plans to complete it. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of cancelled/re-scheduled procedure.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of cancelled/re-scheduled procedure. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any visual damage/defect. During functional inspection, the carrier was able to move in and out, after deploying the carrier, the cage was able to catch the suture. Based on the information available and analysis results, the reported allegation of the cage not catching the needle could not be confirmed through product analysis. A conclusion code of no problem detected was assigned to this investigation since after visual and functional inspections in the complaint device, it was not possible to identify any evidence of either the alleged issue or any defect on the device. Additionally, the evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported that, during a sacrospinous fixation procedure using a capio slim device, the cage failed to catch the dart. The physician attempted to try three more times using different units; however, the cage still failed to catch the dart. The physician had abandoned the surgery with no plans to complete it. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.